Manufacturer narrative:
This is a duplicate of emdr #1218950-2018-07482.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to alarm during their preventive maintenance. The customer did not report any patient involvement.